Event description:
On (B)(6) 2009, it was reported that "over the past year the pump had not provided much pain relief, even after the physician had increased the dosage of medication." Around 6 to 9 months prior the "physician was unable to find the access port." The patient was at home at that time and was not aware of any complications with refilling the pump. It was stated that the physician never withdrew medication but only infused new medication in the pump. Hcp options were being considered. On (B)(6) 2011 it was reported that the pump was removed in (B)(6) 2009 due to an "inflammatory mass at t8-t10." "The pump was put back in (B)(6) 2010 and then removed in (B)(6) 2010." Hcp options were being considered again. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).